Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.637" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. Additional unrelated observation: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the distal clevis. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the tip of the force bipolar instrument broke off and fell into the patient. The surgeon stated the fragment falling into the patient was caused from an instrument-to-instrument collision. They did not notice any issues with the functionality of the instrument during the surgical procedure prior to the breakage. There was no resistance upon removal of the instrument through the cannula. The fragment was removed with a laparoscopic instrument. An x-ray was performed and confirmed no retained fragments. The procedure was completed robotically with a backup force bipolar instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.